Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that irrigation is not available with the system. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
The fluidics module was received and a visual assessment of the returned sample found the rubber gasket around the module was frayed. The returned sample was installed in a calibrated system hotbed. The system was able to boot-up without issues. The fluidics module was tested and met specifications. Unrelated to the reported event, a visual assessment of the returned sample found the rubber gasket around the module was frayed, however how or when the nonconformity occurred is unable to be determined conclusively. The root cause of the reported event can be attributed to internal wear and/or reliability issues within the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The system was examined and the reported event was able to confirmed and replicated. The fluidics module was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the fluidics module. However, without a sample, component-level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).